Event description:
It was reported that while advancing the gurney forward in "steer" mode, the gurney started to make "knocking sounds," and then immediately, "sped up in forward mode at a high speed independently. The nurse tried to stop the gurney, as it was pulling them forward. The gurney pushed through the 1st set of ccl double doors and proceeded forward to the larger cath lab doors leading to the hallway. The patient was in the gurney, and did not suffer any injuries. The patient denied pain and stated that their feet did not touch the wall.

Manufacturer narrative:
The device was evaluated. The catalog number, serial number, gtin number and manufacturing date have been corrected.

Event description:
It was reported that while advancing the gurney forward in "steer" mode, the gurney started to make "knocking sounds," and then immediately, "sped up in forward mode at a high speed independently. The nurse tried to stop the gurney, as it was pulling them forward. The gurney pushed through the 1st set of ccl double doors and proceeded forward to the larger cath lab doors leading to the hallway. The patient was in the gurney, and did not suffer any injuries. The patient denied pain and stated that their feet did not touch the wall.